Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: 04november2005. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device the complaint condition of malformed: nicked/gouged/chipped is confirmed. Upon receipt of this device it was seen that the both of the flanges of the inserter shows significant deformation along the grooves which travel through the aiming arm ball bearings. The ball bearings likely get caught in the indentations along the inside of the inserter¿s grooves. The devices and their adjoining parts are intended to be struck with a hammer, and it is likely that ten years of use in this manner has led to the flanges to be chipped. Per the technique guide, the device is routinely used in the titanium cannulated retrograde/antegrade femoral nail expert system which is used to stabilize fractures of the distal femur and the femoral shaft. A review of the current design drawing was performed. A review of the current design drawing was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The devices and their adjoining parts are intended to be struck with a hammer, and it is likely that ten years of use in this manner has led to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, the spiral blade inserter has two anchors, one of which looks like it has been flattened/altered and therefore it could not be used. Another part was available to use. When the device was evaluated by the manufacturer, it was noted that part was nicked/chipped. This is report 2 of 2 for (B)(4).